Manufacturer narrative:
Section h3: device evaluated by manufacturer: yes. Device evaluation: a visual inspection of the returned product reveals residue consistent with that of a product that has been used on a patient. Manufacturing records review: the manufacturing records for the device were reviewed. The product was manufactured and released according to specification. Conclusion: based on the information obtained, product malfunction and product deficiency cannot be confirmed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
A review of records related to the device including labeling, complaint trending, and risk documentation will be performed. Upon completion of this review, if there is any further relevant information obtained, a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that there was debris on the cone of the patient interface (pi) and touched the patient's eye. The procedure was completed successfully with another pi. There was no patient injury or surgical intervention. No additional information was provided. This report is 2 of 2